Event description:
Information received from the field notes that during a routine follow-up, ventricular lead impedance was 1417 ohms with a capture threshold of 3.75 v, 1.5 ms. The av and pv delays were extended so that the patient conducts. The patient had sick sinus syndrome and was not pacemaker dependent in the ventricle. The device was programmed to promote the patient's conduction until a replacement could be scheduled.